Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4 , a.6 , b.5 , d.6b , d.9 , g.1 , h.3 , h.6. Device evaluation:visual analysis of the returned device identified: opening and crease fold, wear abrasion and white particle in the shell. Leak test was performed and found opening on anterior . A microscopic analysis was performed which identify sharp opening on valve bond edge, under plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a opening sharp on the posterior side assessed as unidentified (tear) opening.